Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported dc handle leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported dc handle leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
It was reported on (B)(6) 2026 that the patient presented with tricuspid regurgitation (tr) for a triclip procedure. During preparation of triclip, leak was observed at the flush port of the dc handle. Stopcock was interchanged twice and still the issue persisted. No crack was observed. As a result, the triclip was replaced with another device to complete the procedure. All the steps were performed as per instruction for use(IFU). The device did not make any patient contact. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.